Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/24/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed the pump was manually suspended at 07:34 and resumed at 08:24 on (B)(6) 2014. Basal history and total daily dose basal history matched the user programmed basal rates. There was no abnormal behavior indicated in the black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries made during investigation were accurately recorded in the black box and pump history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s basal history did not match active basal program. It was reported the patient¿s blood glucose (bg) was between 250-499 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.